Event description:
The forceps did not get a good seal. When the surgeon attempted to use the device, it did not coagulate completely. Procedure complete using a new device. No harm to the patient.device #1is this a laboratory device or laboratory test?no.